Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections b5, d4 and h4. Sections b1, b2 and h1 have been updated based upon the additional information to reflect adverse event and required intervention to prevent permanent impairment/damage, and to serious injury. Section h6: health effect- impact code has been updated based upon additional information received. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on 01apr2021. The nurse commented that all initial steps were followed and that on the deployment stage they heard the click pulled back the device although everything came back. Upon inspection it looked like the collagen had retracted back into the device. She could not comment whether the black mark had been visible or whether the tamper tube had been pushed down and held. A 6fr sheath was used. Hemostasis was achieved by manual compression. Protamine was given to reverse heparin. It was a normal puncture with no complications, performed without ultrasound. A pre-deployment angiogram was performed. The patient's condition was stable. Blood loss was less than 250ml. The customer had cut the sheath to see if the device had been deployed or not.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the alleged failure mode that the user experienced as the sample was not returned for evaluation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Expiration date: not yet available. UDI: not yet available. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date: not yet available. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device failed to deploy from the device itself during a primary percutaneous coronary intervention (ppci). There was no harm to the patient reported.